Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the suspected leaflet tearing could not be determined. A cause of the reported incomplete coaptation (slda) could not be determined. The reported recurrent mr was due to the slda. The reported patient effects of mitral regurgitation and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the mitraclip detaching from the anterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 3-4. Two mitraclips were implanted on the mitral valve, reducing mr to grade 1. On (B)(6) 2023 the patient returned with recurrent mr grade 3-4 and the first implanted nt clip (20504r108) was detached from the anterior leaflet (single leaflet device attachment (slda) due to suspected leaflet tearing. The clip remained only attached to chordae on the anterior side. A xt clip was implanted to stabilize the detached clip, reducing mr to grade 3. No additional information was provided.